Event description:
During an attempted implant, ventricular fibrillation was induced. The ICD delivered 650v but did not convert the arrhythmia. The ICD redetected the vf and began to change again. After 25 seconds, external defibrillation was given. Subsequently, the device was interrogated and real time measurements showed a fluctuating r-wave. Real time egms showed chaotic noise which is indicative of a possible cpi lead malfunction. The ICD was not implanted.